Event description:
When the ventilator was placed on the patient, the alarm was indicating that it was not reading the oxygen percentage properly. The oxygen analyzer failed. Equipment was taken out of service for repair.